Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the stepper motor not operating as normal. The stepper motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor and screen that were inoperative. There was no patient involvement, and no patient harm/adverse event reported.